Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue and continued to use the pump for insulin therapy. Customer experienced a "high" blood glucose (bg) level; specific bg value was not provided. A bolus via the pump was delivered to address elevated bg.